Manufacturer narrative:
Additional information was requested and the following was obtained: which product code broke post-operatively - 640g or 641g. What was the name of the procedure - mesiobuccal root amputation. What tissue layer was the suture used on - gingival/epithelial. What was the condition of the tissue (normal, diseased, weakened) - normal. Was any deficiency or anomaly noted on the suture prior to use - no. What date (post op) were the symptoms observed - (B)(6) 2016. Was there any patient event prior to symptoms (fall, cough, etc) - no. Can you describe the appearance of the suture during second procedure. Was the suture broken and the knots intact - sutures were gone. Did the suture pull away from the tissue - yes. Where on the suture line was the breakage noted (ends, middle, knots) - ends, where the suture joins the needle. Has medical or surgical intervention been performed - patient has been monitored by a periodontist. What is the physician's opinion as to relationship of the suture contributed to the symptoms - suture didn't sustain closure and popped within the first couple of days. What is the patient age, weight, past medical and surgical history - (B)(6), healthy woman what is the current condition of the patient - thin layer of granulated tissue over the area and need to continue monitoring. Representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which product code broke post-operatively ¿ 640g or 641g? What was the name of the procedure? What tissue layer was the suture used on? What was the condition of the tissue (normal, diseased, weakened)? Was any deficiency or anomaly noted on the suture prior to use? What date (post op) were the symptoms observed? Was there any patient event prior to symptoms (fall, cough, etc)? Can you describe the appearance of the suture during second procedure? Was the suture broken and the knots intact? Did the suture pull away from the tissue? Where on the suture line was the breakage noted (ends, middle, knots)? Has medical or surgical intervention been performed? What is the physician¿s opinion as to relationship of the suture contributed to the symptoms? What is the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent apicoectomy on an unknown date and suture was used. Following the procedure, when they returned to the doctor it was found that the suture broke post-operatively. Additional information has been requested.